Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this avea ventilator displayed "circuit occlusion" and "exp xdcr (transducer)" alarms. The customer stated that there was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: carefusion factory service received the suspect component, an avea gas delivery engine. Factory service replaced all printed circuit boards and refurbished the component. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The customer replaced the gas delivery engine on the ventilator. No further investigation will be performed.